Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot #. The lot was released meeting all qa relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Event description:
It was reported that a physician performed novasure endometrial ablation (B)(6) 2015 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and visualized a perforation. Dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.